Event description:
It was reported by the hcp that the patient developed fever, redness, swelling, drainage and pain of the interstim neurostimulator implant site.cultures were taken but the results are unk.the neurostimulator was removed and a second neurostimulator implanted.the patient was treated with oral and IV antibiotics and the infection reported as resolved.